Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device will not be return per facility policy. No malfunction suspected.

Event description:
It was reported that the patients implantable pulse generator (ipg) was taking longer to charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.